Event description:
It was reported that the left ventricular lead could not be fixed into the coronary sinus. It was noted that guidewire was not moving smoothly inside the lead. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.